Manufacturer narrative:
Date of device back-out is not known. This report is for two (2) unknown va locking screws. Part and lot numbers are unknown; UDI number is unknown. Hospital address not available for reporting. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that post-operatively two variable locking screws came loose from the variable angle two column distal radius plate (va-lcp). The initial surgery was on (B)(6) 2017 and the revision took place on (B)(6) 2017. Patient outcome was moderate dislocation. This report is for two (2) variable angle (va) locking screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hrs. UDI: (B)(4). Customer quality conducted an investigation of the returned devices. The following complaint device was received by customer quality (cq): one 2.4mm variable angle lcp distal radius plate (p/n: 02.111.731, lot number: l327168) two 2.4mm locking screw (p/n: 02.210.122 lot number: unknown) the complaint condition is confirmed based on the provided x-rays. A visual inspection under 5x magnification, functional test, drawing review and dimensional verification, DHR review and mia investigation (for the plate) were performed as part of this investigation. The replication of the complaint condition could not be done at cq location as it is not possible to re-create unknown forces the plate may have experienced while being inside the patient¿s body. The returned implants were examined by customer quality upon receipt. Functional test was performed to check the locking ability of the locking screw head and the threaded locking holes of the lcp plate. It was realized that the minor wear experienced by the device during implantation-explantation processes, while being inside the patient¿s body and small particles (most probably a bone particles) which were found to be stuck inside the threads of the locking screw heads were interfering with the locking ability of the threaded screw heads. The two screws and the plate, show signs of wear which are in line with the implantation and removal of the devices. The threads of the locking features on the returned lcp plate and the locking screw were visually inspected under 5x magnification. No damage was observed on the returned devices which would contribute to the complaint condition. DHR review for the two locking screw could not be completed due to unknown lot number details. Manufacturing investigation action: one plate and two screws were received. Marks and scratches are visible on the surface of the plate. For locking screw, in the absence of the lot number and hence the manufacturing date is unknown, the current released drawing for the 2.4mm variable angle locking screw was reviewed. Multiple features of the screws were measured at cq location and all were found within specification per 2.4mm variable angle locking screw drawing. -overall screw length for both the two returned screws measured within specification at 22.45 mm and 22.43 mm -major diameter at the locking screw head for the two returned screws measured at 3.34 mm and 3.35 mm -the width of the shaft for both the two returned screws measured within specification at 2.32 mm hence, no drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Dcrm review: the complaint condition is adequately addressed by the corresponding dcrm document. The exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.